Event description:
This ra lead was implanted on (B)(6) 2000 and explanted on (B)(6) 2011 due to vegetation on the lead. The physician was dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).